Event description:
Customer reported pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to try several troubleshooting steps, including pressing certain buttons and plugging the pump into a power source, but the screen remained inactive. Pump was blinking red and vibrating consistently. Technical support decided to replace the pump. Customer was advised to use manual insulin delivery methods until the replacement arrived, and agreed to complete training for the new pump. Replacement pump was sent with updated software, and customer was instructed to return the faulty pump using provided materials.